Event description:
It was reported, a physician performed a kyphoplasty procedure in a patient at one level. The "cement was mixed for 2 minutes, was very grainy and set for 15 minutes to dough and 25 minutes to set." Reportedly, when the physician injected the cement into the patient, it "wasn't runny, but could have been more doughy." The operating room temperature was 67 degrees. The procedure was completed successfully and the patient status was "to be evaluated." No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative.